Event description:
During an emergency treatment of a bleeding acom aneurysm (grade 4-5), five coils were deployed without difficulty. The sixth coil entered the aneurysm without need to reposition. It was observed that the aca was not visible due to vasospasm. It was decided to withdraw the coil. A portion of the coil was within the microcatheter and the aneurysm when the coil separated from the delivery pusher. An attempt made to remove the coil using a balt catch device unsuccessfully. Another snare was used successfully after two attempts. Upon removal, the coil stretched. The proximal segment of the catheter was cut and removed. The pt deceased the day after treatment, (B)(6) 2014.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. A portion of the implant was stretched into wire. The most distal 11cm and the most proximal 0.5cm are intact (no visible stretching). The implant stretch resistant member is bunched around the middle section of the coil due to the extremely stretched portion of the coil. Blood clot residual is present over the device length. The attachment tether that holds the implant intact with the delivery pusher is white opaque and exhibits characteristics of stretching. The remainder of the device is normal in appearance. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile force of the attachment monofilament. We cannot determine if the catheter used with this device contributed as it was not available for evaluation. The device history record was revised. No abnormal discrepancies or non-conformances were observed.